Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The customer condemned the device. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the defibrillator has aged and cannot recharge. There was no patient involvement.